Event description:
I have a bard perfix plug. It was installed in 2002. Around 2008/2009, severe nerve damage in my leg and crotch began. Then, I started feeling it harden and dig into my left testicle when I moved I am very close to claiming disability. Now, I have hypertension. Many more symptoms beyond 4000 characters. It feels like somebody stabbed me in the groin with something hot and left it there. I can predict rain, when it curls up inside of me, due to humidity and barometric pressure. It hardened, it moved, it scarred and maimed me. I have dysejaculation and get mysterious rashes from the immunoresponse to the polypropylene. I walk funny. I have anal leakage. My colon is constantly irritated by scar tissue, caused by the part. "Did you really take a (B)(6) bribe to pass this without that." It has ruined my life.